Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a surgical scrub team reporting the print size on the side of the 5300 shelf box is extremely small. The font size is not readable and is very easy to mix up sizes 26 vs. 28, etc. The font size on other annuloplasty are larger and customer would like to know why it is so small on the 5300. They reported having it this small may result in opening the incorrect size ring.

Manufacturer narrative:
H10. Additional manufacturer narrative: added to h6. Per the description of event, edwards received information from a surgical scrub team reporting the print size on the side of the 5300 shelf box is extremely small. The font size is not readable and is very easy to mix up sizes 26 vs. 28, etc. The font size on other annuloplasty are larger and customer would like to know why it is so small on the 5300. They reported having it this small may result in opening the incorrect size ring. A DHR review was performed, and no related non-conformances were found. Based on the attached email, all ring models have the same label/font size and there have been no changes to the label/font size of any of the ring models. The complaint was alleged by the customer to express their dissatisfaction with the label font size, but there is no label design/manufacturing non-conformance or defect. The complaint is unable to be confirmed because label readability due to font size is subjective; however, there is no evidence to suggest a label non-conformance.